Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of thrombosis and pain is listed in the supera peripherial stent system instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional supera device referenced in b5 is filed under a separate medwatch report number.na.

Event description:
It was reported that on (B)(6) 2018 a 4x100 mm supera and a 4x120 mm supera self expanding stent were implanted in the lower extremity where there was calcification. On (B)(6) 2018, (B)(6) 2019 and (B)(6) 2020 echo doppler exams of the leg were taken and there was no presence of restenosis; however on (B)(6) 2021 there was thrombosis in the popliteal where the stents were located. The patient complained of sporadic pain. At that time the patient was treated with anticoagulants. No additional information was provided.